Manufacturer narrative:
UDI (B)(4). Additional information with significance to the evaluation was provided. The access vessels were quite tortuous, the diameter was not exactly known, but it was bigger than 5.5mm. The balloon was completely deflated post valve deployment. As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause,  and fmea assessment. The images were provided by the complaint site. The images show the condition of the device following the procedure. An introducer is inserted into the esheath and liner appears bunched and delaminated. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. None of the work orders revealed any issues that may have contributed to the reported event. Lot history review revealed no complaints for ¿sheath distal tip¿ liner delamination¿. However, the parent revealed one other complaint for ¿sheath distal tip ¿ liner delamination¿. That complaint was confirmed. No manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Since no manufacturing non-conformities were identified in the returned sample and occurrences rates do not exceed trend control limits, no corrective or preventative action was not required. A review of the complaint history from july 2017 to june 2018 revealed other returned complaints for the edwards esheath introducer set (all models and sizes) for ¿sheath distal tip ¿ liner delamination¿. The complaints were confirmed, but no manufacturing non-conformance were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rates did not exceed the control limits for the applicable trend category. Therefore, no corrective or preventative action was required. Six complaints are pending engineering evaluation. The review revealed that the occurrence rate did not exceed the june 2018 control limits for the trend category of ¿damaged.¿ IFU, device preparation manual, and the procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. The device underwent multiple inspections during the manufacturing process. During assembly, the esheath shaft component was 100% inspected. It is visually inspect using 3x magnification minimum. Visually inspect for flash and excess material using minimum 10x magnification. During manufacturing, the tip was 100% inspected. During final inspection, the device underwent 100% inspection by both manufacturing and quality. Dimensional verification of critical dimensions, including shaft od, tip ID, tip length, and coating length. Visual inspection using minimum 3x magnification for: delamination, seam separation, wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, witness lines, stress lines in the liner, crosslinking of hdpe across liner, and remnant lines. Visual inspection of the tip interface using minimum 3x magnification. Tips are rejected for serrated transition, holes, or rough surface. Visual inspection for flash and excess material using minimum 10x magnification. Visual inspection of the tip under 8-20x magnification for presence of scoring and proper scoring on the od and ID as noted in the scoring instruction and/or appropriate assembly drawings. After sterilization, the sheath seam was visually inspected on five (5) sample devices during product verification testing. The devices also underwent pre- and post-expansion testing seam verification, which included inspection for damage caused during expansion, liner tears, and fragments that have detached from the tip. The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed via returned imagery. The image of the sheath following the procedure shows bunching and delamination of the liner towards the proximal end of the sheath. No manufacturing non-conformances were identified during the investigation, and a review of the manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training materials revealed no deficiencies. It was noted that ¿when retrieving the commander through the e-sheath, strong resistance was encountered¿ but was able to be retrieved. Since the ¿e-sheath showed signs of malformation in the vessel¿ under fluoroscopy, a dilator was inserted into the sheath to aid its removal, which was successful with no patient injury. Patient access vessels were noted to be quite tortuous, which likely contributed to any difficulty withdrawing the delivery system. It is likely that, during retrieval of the delivery system into the sheath, the balloon caught on the liner at the sheath distal tip. When subsequent withdrawal difficulty was encountered, excessive force and/or manipulation may have been applied, resulting in liner delamination starting at the sheath distal tip and extending towards the proximal end of the liner. Available information therefore suggests that patient (tortuosity) and/or procedural factors (delivery system withdrawal difficulty) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformances were identified and the failure mode does not exceed the complaint trending control limits, a pra is not required. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed, but no manufacturing non-conformances were identified during the evaluation. Available information suggests that patient (tortuosity) and/or procedural (delivery system withdrawal difficulty) factors may have contributed to the complaint event. Since no labeling or IFU inadequacies have been identified and the occurrence rate does not exceed the control limit, no corrective or preventative action is required.

Manufacturer narrative:
UDI (B)(4). Additional information with significance to the evaluation was provided. The access vessels were quite tortuous, the diameter was not exactly known, but it was bigger than 5.5mm. The balloon was completely deflated post valve deployment. As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause,  and fmea assessment. The images were provided by the complaint site. The images show the condition of the device following the procedure. An introducer is inserted into the esheath and liner appears bunched and delaminated. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. None of the work orders revealed any issues that may have contributed to the reported event. Lot history review revealed no complaints for ¿sheath distal tip¿ liner delamination¿. However, the parent revealed one other complaint for ¿sheath distal tip ¿ liner delamination¿. That complaint was confirmed. No manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Since no manufacturing non-conformities were identified in the returned sample and occurrences rates do not exceed trend control limits, no corrective or preventative action was not required. A review of the complaint history from july 2017 to june 2018 revealed other returned complaints for the edwards esheath introducer set (all models and sizes) for ¿sheath distal tip ¿ liner delamination¿. The complaints were confirmed, but no manufacturing non-conformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rates did not exceed the control limits for the applicable trend category. Therefore, no corrective or preventative action was required. Six complaints are pending engineering evaluation. The review revealed that the occurrence rate did not exceed the june 2018 control limits for the trend category of ¿damaged.¿ IFU, device preparation manual, and the procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. The device underwent multiple inspections during the manufacturing process. During assembly, the esheath shaft component was 100% inspected. It is visually inspect using 3x magnification minimum. Visually inspect for flash and excess material using minimum 10x magnification. During manufacturing, the tip was 100% inspected. During final inspection, the device underwent 100% inspection by both manufacturing and quality. Dimensional verification of critical dimensions, including shaft od, tip ID, tip length, and coating length. Visual inspection using minimum 3x magnification for: delamination, seam separation, wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, witness lines, stress lines in the liner, crosslinking of hdpe across liner, and remnant lines. Visual inspection of the tip interface using minimum 3x magnification. Tips are rejected for serrated transition, holes, or rough surface. Visual inspection for flash and excess material using minimum 10x magnification. Visual inspection of the tip under 8-20x magnification for presence of scoring and proper scoring on the od and ID as noted in the scoring instruction and/or appropriate assembly drawings. After sterilization, the sheath seam was visually inspected on five (5) sample devices during product verification testing. The devices also underwent pre- and post-expansion testing seam verification, which included inspection for damage caused during expansion, liner tears, and fragments that have detached from the tip. The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed via returned imagery. The image of the sheath following the procedure shows bunching and delamination of the liner towards the proximal end of the sheath. No manufacturing non-conformances were identified during the investigation, and a review of the manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training materials revealed no deficiencies. It was noted that ¿when retrieving the commander through the e-sheath, strong resistance was encountered¿ but was able to be retrieved. Since the ¿e-sheath showed signs of malformation in the vessel¿ under fluoroscopy, a dilator was inserted into the sheath to aid its removal, which was successful with no patient injury. Patient access vessels were noted to be quite tortuous, which likely contributed to any difficulty withdrawing the delivery system. It is likely that, during retrieval of the delivery system into the sheath, the balloon caught on the liner at the sheath distal tip. When subsequent withdrawal difficulty was encountered, excessive force and/or manipulation may have been applied, resulting in liner delamination starting at the sheath distal tip and extending towards the proximal end of the liner. Available information therefore suggests that patient (tortuosity) and/or procedural factors (delivery system withdrawal difficulty) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformances were identified and the failure mode does not exceed the complaint trending control limits, a pra is not required. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed, but no manufacturing non-conformances were identified during the evaluation. Available information suggests that patient (tortuosity) and/or procedural (delivery system withdrawal difficulty) factors may have contributed to the complaint event. Since no labeling or IFU inadequacies have been identified and the occurrence rate does not exceed the control limit, no corrective or preventative action is required.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation after being used. Images were provided by the complaint site. Two images show the condition of the device following the procedure. An introducer is inserted into the esheath and liner appears bunched and delaminated. The returned sheath and delivery system were visually inspected for any abnormalities. There was a severe bend on sheath due to packaging. The marker band was present. There was circumferential delamination confirmed starts 2.5¿ from distal end of strain relief all the way to the sheath tip, and a bend on introducer and introducer tip due to packaging. The marker band was present on the esheath. Due to the nature of the complaint, no relevant dimensional inspection could be performed. No applicable functional testing could be performed due to the condition of the returned device (liner delaminated and fully expanded). DHR review was performed for the components that are the most relevant to the complaint event. These work orders did not reveal any manufacturing related issues that could have contributed to the reported event. Lot history review for the related work order revealed no complaints for ¿sheath distal tip ¿ liner delamination¿. However, the parent work order revealed one other complaint for ¿sheath distal tip ¿ liner delamination¿. The complaint was confirmed. No manufacturing non-conformities were found in the returned sample. Available information suggested that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies were identified. Since no manufacturing non-conformities were identified in the returned sample and occurrences rates did not exceed trend control limits, no corrective or preventative action was required. A review of the complaint history from july 2017 to june 2018 revealed other returned complaints for the edwards esheath introducer set (all models and sizes) for ¿sheath distal tip ¿ liner delamination¿.  Thirty (30) complaints were confirmed, but no manufacturing nonconformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rates did not exceed the control limits for the applicable trend category. Therefore, no corrective or preventative action was required. Three (3) complaints are pending engineering evaluation. The review revealed that the occurrence rate did not exceed the june 2018 control limits for the trend category of ¿damaged.¿ the instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. The device underwent the multiple inspections during the manufacturing process. During assembly, the esheath shaft component was 100% inspected. It is visually inspect using 3x magnification minimum and rejected for defects. It is visually inspected for flash and excess material using minimum 10x magnification. During manufacturing, the tip was 100% inspected. The soft tip ID was dimensionally inspected using a go/no-go gauge. Under 10x magnification, the tip was inspected and to ensure there were no ID scratches in the liner expansion pathway. The tip was also inspected for tears. During final inspection, the device underwent 100% inspection by both manufacturing and quality. Dimensional verification of critical dimensions is performed, including shaft od, tip ID, tip length, and coating length. Visual inspection is performed using minimum 3x magnification for: delamination, seam separation, wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, witness lines, stress lines in the liner, crosslinking of hdpe across liner, and remnant lines. Visual inspection is performed of the tip interface using minimum 3x magnification. Tips are rejected for serrated transition, holes, or rough surface. Visual inspection is performed for flash and excess material using minimum 10x magnification. Visual inspection is performed of the tip under 8-20x magnification for presence of scoring and proper scoring on the od and ID as noted in the scoring instruction in standard operating procedure and/or appropriate assembly drawings. After sterilization, the sheath seam was visually inspected on five (5) sample devices during product verification testing. The devices also underwent pre- and post-expansion testing seam verification, which included inspection for damage caused during expansion, liner tears, and fragments that have detached from the tip. The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed by visual inspection of the returned device and returned imagery; however, no manufacturing nonconformances were identified during the investigation, and a review of the manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training materials revealed no deficiencies. It was noted that ¿when retrieving the commander through the e-sheath, strong resistance was encountered¿ but was able to be retrieved. Since the ¿e-sheath showed signs of malformation in the vessel¿ under fluoroscopy, a dilator was inserted into the sheath to aid its removal, which was successful with no patient injury. Patient access vessels were noted to be quite tortuous, which likely contributed to any difficulty withdrawing the delivery system. It is likely that, during retrieval of the delivery system into the sheath, the balloon caught on the liner at the sheath distal tip. When subsequent withdrawal difficulty was encountered, excessive force and/or manipulation may have been applied, resulting in liner delamination starting at the sheath distal tip and extending towards the proximal end of the liner. Available information therefore suggests that patient (tortuosity) and/or procedural factors (delivery system withdrawal difficulty) contributed to the complaint event. Since no evidence of a product non-conformance or IFU deficiency was identified, a review of edwards lifesciences risk management documentation was not required for this case.  However, the reported event is an anticipated risk of the transcatheter heart valve procedure:  potential hazard:  delamination of liner from hdpe shaft resulting in dislodgement of c-marker band from sheath tip. Potential harm:  peripheral embolism of c-marker band; severity level 3.  It is to be noted that in this case, the c-marker band was confirmed to not have dislodged from the tip during this procedure. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limits, a product risk assessment (pra) is not required. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed, but no manufacturing non-conformances were identified during the evaluation. Available information suggests that patient (tortuosity) and/or procedural (delivery system withdrawal difficulty) factors may have contributed to the complaint event. Since no labeling or IFU inadequacies have been identified and the occurrence rate does not exceed the control limit for june, 2018. No corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the 29mm sapien 3 case by tf approach, the commander and esheath were prepared per IFU and no abnormalities were detected. The devices were inserted into the patient without difficulty and the valve was successfully implanted. When retrieving the commander through the esheath, strong resistance was encountered. After it was managed to get the commander out, a severe kink was seen on the commander. In order to remove the esheath, dilator was inserted, but insertion was very difficult as high push force was needed. On fluoro, the esheath showed signs of malformation in the vessel. Slowly with the help of the dilator and wire the sheath was able to be retrieved out of the vessel without causing a vessel injury. The retrieved sheath seemed to be cut open in a short concentrated area of the proximal section of the blue part of sheath with a strong concentration of plastic cover. Plastic cover looks as if it was peeled away from distal part of sheath and then pushed together by retrieved commander in the cut open section of sheath.

Manufacturer narrative:
The device was returned for evaluation. Investigation is ongoing.